Event description:
During the ancillary device evaluation of a homechoice device a system error 2240 (air in set/line) was identified in the event history log. This was noted outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.